Manufacturer narrative:
D4: updated lot number, model number, catalog number and expiration date d9: updated device available for evaluation and date returned to manufacturer g3: updated to date product was received by manufacturer h2: updated type of follow up h3: updated device evaluated by manufacturer h4: updated device manufacture date h6: updated type of investigation to include product evaluation h6: updated investigation finding codes to reflect product evaluation evaluation of the product confirmed the presence of a leak from the small chamber perimeter seal.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 29 apr 2024 from a health care professional (hcp) who stated a dialysate bag broke while initiating renal replacement therapy on (B)(6) 2024. There was no adverse impact to the user or patient.